Event description:
During treatment planning, the customer used the vertical stereo shift method to digitize brachy seeds. The result was inverted left vs right and superior vs inferior in the seed placement plan.